Manufacturer narrative:
Suspect medical device implant date: pump: (B)(4), batch/lot # 607161009, exp date 08/06/2011, implant date: (B)(6) 2009. Balloon: (B)(4), batch/lot # 606174015, exp date 07/23/2014, implant date: (B)(6) 2009.

Event description:
It was reported that the patient's ams 800 artificial urinary sphincter device was removed on (B)(6) 2018 because the "patient began to leak again" and fluid loss. A new aus device consisting of a 4.5cm cuff, 61cm prb and control pump were implanted at the revision surgery. No patient complications were reported in relation with this event.